Manufacturer narrative:
11/05/1997-supplemental report #1 submitted to FDA.

Event description:
The product was used during a colon resection procedure. Reportedly, the instrument was difficult to close. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.